Event description:
It was reported that the patient underwent fusion at l4-5 mixing rhbmp-2/acs mastergraft and implanting the mixture in a perimeter cage. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with 1. L4-l5 left herniated disc. L4-l5 degenerative disc disease and underwent the following procedures: l4-l5 anterior micro-diskectomy with excision of free fragment. L4-l5 anterior fusion. L4-l5 anterior cage with bone morphogenic protein and bone graft. L4-l5 plate and screw segmental fixation. As per-op notes, a 16 mm large footplate perimeter cage was filled with bone morphogenic protein and bone graft. The cage and bmp were then tamped into place in the disk space. No patient complications were reported. On (B)(6) 2006: the patient presented with left l5-l5 disk herniation, recurrent and underwent left l4-l5 hemi-laminotomy and excision of recurrent disc herniation. No patient complications were reported.